Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume is one no matter how the device is set. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) reported the device was repaired by the customer. No additional details were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17482.